Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. The pacing impedance had been gradually increasing over the last year. There was also an increase in shock impedance; however, the shock impedance was still within the normal range and has been stable recently. The threshold measurements had also increased; however, there was no noise noted on any of the stored electrograms (egms). Additionally, no noise was able to be created with manipulation. There was noise and oversensing noted after the end of the commanded impedance test. Boston scientific technical services (ts) stated this was likely due to the 320ua current associated with the commanded impedance test. This product remains in service. No adverse patient effects were reported.